Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access has obtained via the femoral artery. The 80% stenosed, concentric target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00 x 38mm synergy drug-eluting stent was advanced for treatment but resistance was found. However, it was observed that the ends were separated from the middle of the stent. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.